Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the pt's right femoral artery. The iab was removed from the tray and less than thirty seconds later, the iab was inserted into the saf sheath. The iab became stuck in the saf sheath and as a result, the iab and saf sheath were removed as one unit. Another iab was inserted without incident. It was noted that the indication for use was elevated cardiac output.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.